Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was moisture alleged in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, a leak was found in the battery compartment from a crack above the grip pad. The pump was opened, and evidence of moisture corrosion was found on all circuit boards, the keypad connector, and internal components. The keypad was removed, and no evidence of moisture contamination was found on the button contacts. The keypad buttons were unable to be tested due to a blank display caused by the internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.